Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The patient was reported to have coronary artery disease and atherosclerosis .the cause of death was unknown. No additional information was reported.